Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges.

Event description:
It was reported the customer did not charge the pump adequately. Subsequently, the customer was admitted to the hospital with diabetic ketoacidosis. Multiple attempts were made by tandem technical support to follow up with the customer; however, customer did not respond.